Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution was selected for use. A perforation, pericardial effusion and pleural effusion were noted, causing the procedure to be cancelled. During a watchman left atrial appendage closure (laac) procedure, the physician mentioned that transseptal puncture was performed successfully using the versacross connect, and the versacross rf wire was visualized in the left atrium (la). Thus, the versacross dilator was removed, and a non-boston scientific pigtail catheter was inserted and advanced it into the appendage distally. They then used dye to visualize the appendage and observed that the dye had gone into the pericardium. The patient's blood pressure began to drop, heparin was reversed, and a pericardial drain was inserted. The patient has been admitted to the hospital beyond the standard of care and is expected to fully recover. Product is not expected to return as it was disposed of at the facility. The patient received a clip the next day and was discharged the following day. No issues were noted with versacross devices. They were unable to get an act measurement, but heparin was confirmed to be reversed. In the physician's opinion, the versacross devices did not malfunction during the procedure. It is believed that it was the non-boston scientific pigtail catheter that was advanced into the laa that went through the wall of the appendage. In the physician's opinion, the appendage was perforated while performing an appendage gram.